Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was an electrically leaky capacitor, designator c160. This electrically leaky capacitor caused the AED function of the device to be inoperable.

Manufacturer narrative:
(B)(4). The device will not be returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio-control performed a clinical review of the reported event. It was observed that the patient's ECG was reported to be asystole. Physio-control therefore determined that the reported device failure did not contribute to the patient's outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that when they used their device to monitor a patient, ECG monitoring was not possible through the therapy cable. The device's AED function was not available. The customer also reported that standard ECG monitoring with the 12-lead ECG cable was still functional on the device. There was patient use associated with this event. The patient was reported to have had a circulatory collapse and died instantly.